Manufacturer narrative:
The insulin pump had a blank display due to moisture damage in the electronic assembly. The insulin pump also had a corroded motor home switch. Unable to test for alarms due to the blank display.

Event description:
The customer stated that the insulin pump was submerged in water. No water inside the screen, battery or reservoir compartment was noted. The customer stated that the insulin pump during the call. The reported blood glucose reading was 112 mg/dl. Nothing further was reported.